Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, several damages were confirmed at the tip. It is considered that external force was applied to the tip, but the cause could not be identified. The instruction manual identifies the following verbiage which may help prevent the issue: ¿do not apply shock to the distal end of the insertion section particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer asset was returned to the regional repair center (rrc) for evaluation and a gap was noted between the probe and the pink rubber. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported. This report is being submitted to address the gap in the pink rubber that was noted in evaluation.

Manufacturer narrative:
The event date is (B)(6) 2021, when the gap was noted on the probe rubber. The reporter¿s contact information, occupation and health profession are unknown at this time. Further inspection of the returned evaluation noted the mouthpiece pin detached from the electrical connector unit. Wear and tear was on the shift guide of the scope¿s control body. Damage was noted on the acoustic lens. A cementing defect was noted on the bending section rubber. The scope cover was found broken. The angulation shaft was found deformed. Cuts were noted on the key top of the switch. Play was noted the scope¿s angulation wire. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.